Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. According to patient, a piece of glass came off the front of the sensor. The hcp was able to remove all of the sensor. The sensor pieces were returned to senseonics. A visual inspection confirmed that the end cap was separated from the rest of the sensor and the complaint was confirmed. The root cause of fracture of sensor during removal is potentially excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4: date of this report updated to 27 september 2024. G3: date received by manufacturer updated to 23 september 2024. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 4248. H6: investigation conclusions updated to 4310, 4311.

Event description:
On august 15, 2024, senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024. According to patient, a piece of glass came off the front of the sensor. The hcp was able to remove all of the sensor. The patient is doing well.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.